Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd maxzero needleless connector was broken, resulting in leakage. The following information was provided by the initial reporter, translated from chinese: "in the fifth transplantation department, the shell membrane connected to the infusion set is broken, green claims rupture of the membrane of the joint housing can lead to a leak that seeps onto the patient's arm".

Event description:
It was reported bd maxzero needleless connector was broken, resulting in leakage. The following information was provided by the initial reporter, translated from chinese: "in the fifth transplantation department, the shell membrane connected to the infusion set is broken, green claims....rupture of the membrane of the joint housing can lead to a leak that seeps onto the patient's arm"

Manufacturer narrative:
H6: investigation summary a mz1000 china product was not required to assist the investigation as a photograph was provided of the affected sample, analysis of the photograph confirmed the customer's experience as a crack was observed to the female luer adaptor of the maxzero. Further information provided by the customer indicates that leakage was observed from the cracked component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20116314 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have identified that damage of this nature can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. H3 other text : see h10